Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had no sexual sensation and could not orgasm since implant. She had the implantable neurostimulator (ins) taken out one month ago due to the effect on her sexually and she was still having the reported issues as of (B)(6) 2016. Her health care professional (hcp) told the patient that she could not help her. She was going to see another hcp for a second opinion. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or troubleshooting were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.